Event description:
It was reported the pt's ipg has a low battery warning. The external devices are having communication issue with the ipg. The pt has to push down on the ipg in order to recharge the ipg. An sjm representative interrogated the scs system and found no anomalies. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.